Event description:
The customer reported that during a patient event, their device reportedly would not deliver a defibrillation shock. The crew on scene was a bls crew. The crew connected the patient to the device and once the device was put into paddles lead, the device reportedly began to analyze the patient. The device reportedly advised a shock, charged the energy and once the shock button was pressed, the device did not deliver a shock. The crew continued CPR on the patient and when a back up crew arrived, they switched out the defibrillation electrodes as a precaution and continued care. There was no report of any adverse effects caused to the patient during the event. No additional details of the reported event have been made available.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.the cause of the reported failure could not be determined.